Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began treatment with vancomycin (doses, frequencies, and routes were not reported). It was reported that the treatment with vancomycin continued at home for a total of fourteen days. Five days after being diagnosed with the peritonitis, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.